Event description:
It was reported that the right ventricular lead exhibited lead fracture. The lead was capped and replaced. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).